Event description:
A customer in the (B)(6) notified biomérieux of obtaining misidentification results in association with the vitek® ms instrument (ref. 410895, (B)(4)) when testing a patient corynebacteria isolate using knowledge base version 3.0. The customer tested a patient isolate twice using the vitek® ms; the first test obtained a slash-line result that did not include corynebacteria and the second test misidentified the isolate as listeria. The customer confirmed the patient isolate was corynebacteria using the api® test strips. The customer also confirmed the colony morphology was typical of corynebacteria. There is no adverse patient impact; the customer confirmed the corynebacteria result was reported to the treating physician. Biomérieux has initiated an internal investigation.

Manufacturer narrative:
And internal investigation was performed following notification from a customer in the united kingdom that they obtained a misidentification association with the vitek® ms instrument (ref. 410895, serial# 50617) when testing a patient corynebacteria isolate using knowledge base version 3.0. There were no patient or operator death, no patient or operator harmed, no indirect harm patient reported, no patient harmed/treated incorrectly. Investigation complaint analysis: review of the complaints database records did not reveal this to be systemic quality problem. Fine tuning: according to the vilink alert tool criteria, a fine tuning was needed during the tests made on 15 mar 2022. Note: as the calibrator spot quality preparation was non optimal, the fine tuning status analysis could be not relevant because this criteria is a prerequisite for monitoring the system with vilink alert tool. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values were heterogeneous. Knowledge base (kb) review: the expected identification is corynebacterium spp. Vitek ms identifies strains at the species level and not at the family rank, so it¿s not possible to know if the expected identification is present in the kb. Sample data analysis: according to data provided, the misidentification result was obtained from spectra having a good identification score but a low level of peaks. The number of ¿all peaks¿ are heterogeneous it varies between 50 to 66. This could be explained by a non-optimal spot preparation of the sample strain (culture, spot, different operator, operator skills¿) and/or by a non-optimal fine tuning. By reprocessing the customer data with vitek ms kb v3.3 (under development), all spectra gave no identification results. It could be species not present in vitek ms databases. The following limitation is stated in the vitek ms knowledge base user manual ref. 161150-556 ¿ b - clinical use v3.0: * interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ .* testing of species not found in the database may result in an unidentified result or a misidentification. Investigation on the customer strains was requested in order to try to determine more precisely the probable cause of the issue. However, customer did not answer to our request despite our local customer service reminders. Consequently, it was not possible to investigate further and to define the exact cause of the potential misidentification observed by the customer.